Event description:
It was reported that the patient had an increase in seizure activity following cervical neurostimulation implantation in (B)(6) 2012. Prior to implant, the patient had seizure activity but it had appeared to increase since the implant of the cervical system. Two days later it was reported that the issue was not resolved, and it was still not determined whether it was device related. The device was shut off. The patient was in the hospital for evaluation. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2012-(B)(6), product type lead. (B)(4).